Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with three prodisc c vivo implants. The surgeon found that the implants were not stable and had migrated, surgeon thinks that the patient's bone quality may have been a factor. The implants were removed and replaced with prodisc c implants on (B)(6) 2024. A DHR review could not be completed as the part numbers and lot numbers were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk assessment found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implants were not returned following removal, so device evaluation could not be completed. Imaging showed migration and instability. The removal was completed due to implant migration. The submission is 2 of 2 devices involved in this event.

Event description:
A patient was implanted with three prodisc c vivo implants. The surgeon found that the implants were not stable and had migrated, surgeon thinks that the patient's bone quality may have been a factor. The implants were removed and replaced with prodisc c implants on (B)(6) 2024.